Event description:
Cyberonics vagus nerve stimulator was implanted in our son just two years ago to help control his seizure disorder. We saw improvement early on, but due to problems created by the implantation his vocal cord retinoid on the right side was paralyzed limiting the ability to breathe at the higher settings of the device-the maximum settings could not be employed. Our physician continued to work with the settings and we did see improvements. The problems began in the spring of 2007. We saw a change in the severity of his seizures and the left side of his face was affected as well. We noticed that he had quit snoring , a side effect of the device and one night we could not get the device to turin on during a seizure. We now believe the device began to malfunction late spring of 2007. Our physician confirmed that the device was malfunctioning. After trying to get information from cyberonics -he had x-rays and our physician confirmed that the battery was still operational. They finally came to the conclusion that it was the leads to the device that were faulty. This is a costly device. I would assume a patient could expect a longer lifetime in a device that is so delicately connected to the vagal nerve..next to the carotid artery. Our son now faces yet another surgery to remove the device -the battery compartment is now coming through his skin -and to leave the leads attached to the vagal nerve. Dates of use: 2005 - 2007. Diagnosis: seizure disorder.